Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Rp flex was returned for evaluation. Upon visual inspection, biomaterial was observed around base of impeller blade and purge gap. Electrical testing was performed and sensor lines were within range. Biomaterial was removed from pump and pump was run in pressure loop set-up. Sensor drift was reproduced when run in loop. Data logs were reviewed and lt logs from field show placement signal sensor drift throughout case. No alarms were triggered during case related to placement signal. Additionally, a motor current spike was observed on day 8 of support. A speed deviation, drop in pump flow, and increase in purge pressure with a decrease in purge flow were also observed at time of motor current spike. Clinical details noted that rp flex flows had decreased over the first night of use and automated impella controller (aic) was displaying 0.0l/min but no change was noted with patient's hemodynamics and was still being supported by the pump. Clinical team re-zeroed the pump and flows returned back to normal range. The root cause of the placement signal issue was due to sensor drift of the dp sensor on the rp flex. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The user facility reported that while delivering support to a patient an impella rp generated differential sensor drift throughout the night. No harm to the patient was reported.